Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/20/2016 that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The skin reaction was described as blisters that were located underneath the sensor adhesive. The affected area also contained bubbles, fluid and scarring. Patient reported that their endocrinologist was aware of their skin reactions. Additional event or patient information was not provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, photographs were received for photo inspection. A review of the photographs confirmed the reported event of a skin reaction. A root cause could not be determined.